Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 15-year-old male patient presenting for cardiomyopathy. During insertion of the impella pump, it was noted that some stretching of the vessel occurred. As a result, a surgical repair was required to the small axillary artery. Patient support was able to continue following the intervention.

Event description:
Upon surgical repair of the previously reported vessel damage, the white cable was punctured and blood was subsequently seen leaking from the sidearm of the red plug. The puncture was sealed using bone wax and derma bond and patient support continued with the implanted pump.

Manufacturer narrative:
Updated sections b1 and h6 to correspond with the report of a hole in the catheter: h10: the investigation into the reported "vascular damage - peripheral vessel and product damage (hole in catheter)" has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. After reviewing the clinical information, it was determined that the cause of the vascular damage was most likely patient condition related, specifically the interaction between the impella and the patient's small axillary artery. The cause of the red handle leak was most likely blood ingress due to a hole in the catheter resulting from improper use. This supplemental report is being filed as part of a retrospective review of historical records.